Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was broken. (B)(4) applies to the implantable neurostimulator (serial number (B)(4)) while (B)(4) applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported that the desktop charger connector pin was broken. The patient stated that there wasn't enough charge in the recharger to charge the implant and the implant battery was depleted. A replacement was sent. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.